Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.min telephone contact, the complainant informed that the information about lot number of the product was not available. Considering the surgical methodology, it was seen that the dentist has selected an implant design which is not recommended for the patient's bone quality. The dentist has exceeded the recommended installation torque (60 ncm).

Event description:
(B)(4) ¿ the dentist reported that 4 months after the dental implant was installed in intraoral region 29#, its non-osseointegration was observed. In addition, 80ncm of primary stability was achieved, the patient presented bone type iii, fenestration occurred during surgery, bone graft was executed and immediate implant procedure was performed.